Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, the sample photo showed a set inside a plastic bag, however the sample photo is not very clear, and no issues can be determined through the photo. The reported condition could not be verified, and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an clearlink solution administration set leaked from the distal part. The issue was identified at the time of purging the drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.